Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the customer ran the high range clot tract abnormal control. They ran it 7 times and it still failed and was not in range.there was no error code.it was reported that the clot tract hr normal passed.the controls passed on other hms systems at the facility.the quality control is performed for this unit every 7 days.the lot numbers of control cartridges used was 230346484 and 230580030 and liquid controls were used.the following control values were obtained channel 5 : 365 and channel 6 : 358 running high range act. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the service technician spoke with the customer and the customer stated it was a perfusionist experiencing the issues. The customer operated the instrument personally and ran their own liquid controls. The abnormal liquid controls passed. The service technician discussed with the customer about increasing hydration time from 10min to 30min for improved and consistent results. The customer stated they would let the perfusionist know and continue to monitor the operation of the instrument. The instrument was placed back into use .no field service requested. No further action required. Additional codes update: updated the analysis finding code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.